Event description:
It was reported that during breast biopsies, utilizing two devices, the device primed and activated but did not sample the tissue correctly. A third device was used to complete the procedures. There was no report of patient injury.

Manufacturer narrative:
The lot number has been provided, and the lot device history records have been reviewed. The lot met all release criteria. The sample was returned with no protective tubing on the needle tip. The stylet and cannula were in their initial positions. The sample was not primed, as the arrow could not be seen in the ready window. A crack was noted on the gray housing of the device, proximal from the needle tip. It is unknown when and/or how this occurred. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The device was functionally tested by twisting the rotational knob once, and the cannula was able to retracted; however, it did not lock into place. The rotational knob was turned once more and the stylet retracted into the cannula and could not be seen. The device could not be primed properly and further functional testing could not be performed. The sample was disassembled and the internal components examined. The cannula hub including the tangs, as well as the stylet tangs, were found to be broken. The investigation is inconclusive for failure to obtain samples, as the device could not be functionally tested due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time.